Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated and a cause for the unintended clip movement of clip opening while locked could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was inserted, and the leaflets were successfully grasped, reducing mr to a grade of 1; therefore, the deployment sequence was started. It was noted that throughout the procedure, all steps were performed to the instructions for use (IFU). However, after the gripper line (gl) was removed, the clip opened to roughly 40°, causing mr to return to a grade of 3-4. To stabilize the opened clip, an additional clip was implanted laterally. One additional clip was implanted, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.